Event description:
The cra reported that the patient allegedly presented with a swollen left calf and was admitted to hospital overnight. The patient underwent ultrasound procedure for which the results were normal and showed no evidence of deep vein thrombosis. The patient was discharged the following day.

Manufacturer narrative:
Additional devices listed: cat # 623-00-28d, lot # 47841501, description: trident 0° x3 insert 28mm ID; cat # 500-03-52d, lot # 41299401, description: primary tritanium hemi solidback cup 52mm; cat # 6565-0-128, lot # 48576103, description: alumina v40-femoral head 28mm, +0mm nk. The exact cause of the event could not be determined because insufficient information was received. Device history review indicated that all devices in the reported lots were manufactured and accepted into final stock with no reported discrepancies. Additionally, a review of the complaint history records confirmed there have been no other events for the reported lots. Device remain implanted.